Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and the bard pelvicol acellular collagen matrix and a mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and boston scientific obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with hysterectomy due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent cystoscopy,transvaginal tape, pubovaginal sling and removal due to pelvic abscess vs perforated diverticulitis vs bowel injury on (B)(6) 2006, emergency exploratory laparatomy and peritoneal lavage, repair of perforation of cecum x2 and debridement, resection of sigmoid colon and hartmann¿s procedure due to peritonitis secondary to perforation of the cecum x2 and perforation of the sigmoid colon x2, pelvic abscess on (B)(6) 2006, exploratory laparatomy, extensive adhesiolysis and reversal of hartman¿s procedure and bowel resection due to s/p sigmoid colon resection and hartman¿s procedure, plus extensive intraperitoneal adhesions on (B)(6) 2006, hernia repair with alloderm mesh due to incisional hernia ¿ concurrent placement of suburethral sling with autologous rectus fascia due to recurrent sui on (B)(6) 2007, incisional hernia repair with xenograft mesh and suburethral sling with mesh due to recurrent sui on (B)(6) 2007, laparoscopic ventral hernia repair with dual mesh, extensive enterolysis, open ligation of intra-abdominal artery for hemostasis due to multiple ventral hernias on (B)(6) 2008, laparoscopic enterolysis, laparoscopic repair of recurrent incisional hernia with dual plus mesh on (B)(6) 2009, extensive laparoscopic enterolysis, laparoscopic repair of two ventral hernias using a 15 x 13 and 15 x 18 piece of mesh due to spigelian hernia and recurrent incisional hernia on (B)(6) 2010, cystoscopy, macroplastique injection of the bladder neck and vulvar biopsy due to intrinsic sphincter deficiency and skin and architecture changes associated with lichen sclerosis on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).